Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display timed out faster than expected. The customer reported time out setting was set to 120 seconds, but timed out at 15 seconds; customer declined further troubleshooting with tandem technical support. Customer's blood glucose was 99 mg/dl.